Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the Service Repair Technician identified the device air/water supply had white residue on both sides There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.